Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 17 jun 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device pcu will not power on. Pcu will not power on, physical damage to screen and front case. All problems were found upon pm date. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device pcu will not power on. Pcu will not power on, physical damage to screen and front case. All problems were found upon pm date. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device pcu will not power on. Pcu will not power on, physical damage to screen and front case. All problems were found upon pm date. There was no additional information provided and no patient involvement.